Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual inspection found an external insulation 11.4 cm ¿ 12.0 cm from the connector pin breaching the outer insulation. The cause of the reported event is consistent with friction to device can which abrades through a conductor.

Event description:
Additional information received notes that the over-sensing was noted remotely via merlin.net and also during follow-up in clinic.

Event description:
It was reported that the atrial lead exhibited noise over-sensing resulting in pacing inhibition. The atrial lead was explanted and replaced. The patient experienced no consequences.